Event description:
Patient reported right side capsular contracture, baker grade unknown, pain and "my implants were affected by the recall a few years ago." Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. As per the investigation procedure opening crease particles wear abrasion device was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side capsular contracture, baker grade unknown, pain and "my implants were affected by the recall a few years ago." Later reported " capsular contracture baker grade IV". Device has been explanted and replaced with another manufacture's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.